Event description:
The service repair technician (srt) reported that during preventive maintenance (pm) functional testing of the device at the service center, the flexible drive cable of the sternal saw was cable was binding during operation. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed internal inspection and observed the inner core to be dry with no signs of lubricant. The srt replaced the casing flex shaft and performed preventive maintenance (pm) inspection and verification/release test. The flex cable operates to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.